Manufacturer narrative:
Alleged failure: affected anchor: pn: cat02462. Lot: 24017ae2. Anchor inserter is struggling to disengage from the anchor after firing. Nitinol wire is getting left behind from the inserter after firing. There was no patient harm. Wire was able to be pulled out of anchor with a grasper after firing. Adding 1 minute to the case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) use of excessive force, 3) manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire broke and remained in the anchor. The pull wire was then able to be removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire broke and remained in the anchor. The pull wire was then able to be removed.